Event description:
It was reported, that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited noise. The rv lead was capped and replaced on (B)(6) 2023. There was no patient consequences reported.